Event description:
It was reported that during a vats wedge resection procedure, after three firings, the device would not open with the release knob. After moving the firing and closing handle by hand to its original position, the device finally opened. The staple and cut lines were proper and the tissue was resected. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.